Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator was inoperable. The ventilator was not in use on a patient at the time the malfunction occurred. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and found a leak in the proportional solenoid (psol) valve. The cse disassembled, cleaned and lubricated the psol valve. No parts were replaced. The unit passed extended self-testing.